Manufacturer narrative:
The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure, therefore customer report of degeneration/deterioration could not be confirmed by product evaluation. A pre valve-in-valve intervention 3mensio report was submitted for review. Per 3mensio report, a stented surgical valve can be seen in the aortic annulus. Customer report of degeneration cannot be confirmed through images provided. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that this 45 years old patient with a 265021mm porcine valve implanted in the aortic position underwent a valve-in-valve procedure after an unknown implant duration due to degeneration leading to stenosis. As reported, patient presented with shortness of breath. A 23mm transcatheter valve was successuflly implanted within the surgical edwards device. As reported, patient was noted as to be discharged home.

Manufacturer narrative:
H10 additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 45 year old patient with a 21mm carpentier edwards sav porcine valve implanted in the aortic position underwent valve in valve procedure after an unknown implant duration due to degeneration leading to stenosis. As reported, patient presented with shortness of breath. A 23mm transcatheter valve was successfully implanted within the surgical edwards device. As reported, patient was noted as to be discharged home.